Event description:
The customer reported that a patient had an allergic reaction during a red blood cell exchange(rbcx) procedure. Approximately 10 minutes into the procedure, the patient complained of odd pressure in head and numbness in his hands. 50 mg benadryl and 100 mg hydrocortisone was given to the patient via IV, and 650 mg tylenol was administered orally. The customer declined to provide patient identifier. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention in the form of IV benadryl and IV hydrocortisone.

Manufacturer narrative:
Investigation: per the customer, patient had the same reaction twice, possible allergic reaction due to eto (ethylene oxide). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history records (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, first time procedure patients reactions may occur in approximately 4.8% of procedures, and 1.2% of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitors the cobe spectrasystem and the donor and/or patient. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to acd-a and/or eto.